Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver download retrieved and attached. Finding no related to complaint in receiver download. Receiver functional test was performed and passed. Receiver ¿try it¿ sound test was performed and passed. 03 times of sound test on receiver firmware version 5.1.1.022 performed and passed. Case opened for interior inspection, passed. Speaker resistance measured= 7.19¿ (passed). The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.